Event description:
T3 restoration hip prosthesis. The locking bolt broke during insertion. The surgeon made a shaft window to extract the remaining distal part of stem and he inserted a size bigger t3 restoration stem. This caused a significant extension of surgery time.